Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) reporting that a couple of months ago they had saw a "call hcp" screen and more recently in the past few days saw a "call hcp eos" screen. The patient uses a variety of programs with different parameters and it was reviewed that this could have had an affect on the battery life. Patient program includes a1: 4+2-, 8.5 v, 450pw, 30hz, est: 11 months b1: 6+2-, 6.5v, 450pw, 75hz , used most often at 39%, est: 8 months c: 1: 6+2-, 8.6v, 390pw, 30 hz, est: 11 months c2: 6+2-, 5.6v, 390pw, 30hz, d: 6+2-, 7.5v, 450hz, 10hz, est: 24 months the patient has used the stim a total of 875hrs in 3 months. Based on the calculated longevity estimate the eos seems to be premature due to component issue but could not be confirmed as high settings were used and a short circuit is possible. The patient further reported that they fell about a month ago. The patient also reports that four weeks following implant they were sword fighting with chains and was hit in the ins area. It is unknown if any of these issues affected the device. It was noted that impedance values would be checked by the rep while the patient is in the or for ins replacement. No patient symptoms were reported. Indication for use includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.